Manufacturer narrative:
It appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred and hemostasis achieved with device.

Event description:
Vascade was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock and the black sleeve was retracted. The collagen was stripped off the wire and deployed. The disc was deployed and the device was removed. Upon removal it was noticed that the distal outer sleeve had separated from the joiner and remained in the tissue tract, but was visible above the skin. The distal outer sleeve was removed. Hemostasis was achieved with the device. No injury or complications noted.